Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the cause of the infection was not known. The infection and sensitivity is not resolved. The patient is being treated in the hospital, and no culture is being taken, but it is being treated like an infection. An MRI was taken, and some inflammation was found in the soft tissue at the lead entry. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had sensitivity at the lead site immediately following the start of the trial. This was believed to be normal incisional pain and throughout the week the patient reported that the stimulation was helping their regular pain but continued to have sensitivity at the lead site. It was stated that the patient didn¿t have a fever, headaches or functional issues, the bandages hadn¿t gotten wet and they weren¿t aware of any underlying allergies. The representative had the patient turn stimulation off until they were seen the day of the call. The leads were pulled the day of the call and there was a reaction at the site and if was noted the physician had used stayaffix tape at the lead site and regular adhesive at the stimulator site. Both sites were red but the patient didn¿t have any complaints about the stimulator site. The lead site was oozing some pus/fluid and had a small lump filled with clear fluid. The patient was sent home with antibiotics and may received more. No device issues reported.